Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a infection of the pod site called cellulitis. For treatment, the patient was prescribed bactrim to take 2 pills every 12 hours for 7 days. The patient's blood glucose (bg) values reached 308 mg/dl. The pod was worn between 36 and 48 hours on the arm. The pod was discarded. The patient was discharged after 1 hour.